Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: can you please clarify, when the device was described as "not going in reverse", was the device stuck on tissue with the jaws closed? If yes, was the reverse button tried? If the device was stuck on tissue, how was the device removed? Were the device jaws eventually able to be opened? If yes, was the manual override lever used to the open the device? Please provide further detail of the event.

Event description:
It was reported that during an unknown procedure, psee45a was described as "not going in reverse". Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5886f. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.